Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had replace battery alert without low battery alarm. Customer¿s blood glucose was unknown at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The customer stated that battery was not previously used. Customer stated that battery cap was not loose, cracked or damaged. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted in the long trace or device history.